Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is freezing up not allowing changes. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications.